Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified endovascular therapy procedure, the advance 14 lp low profile balloon catheter ruptured longitudinally. The physician inserted the device from the right common femoral artery (cfa) and advanced it through the severely calcified lesion in the right superficial femoral artery (sfa). However, the balloon ruptured at approximately 6 atmospheres (atm) prior to reaching to the nominal inflation pressure. Omnipaque contrast was used in a 1:1 solution with saline. Subsequently, the device was changed with another manufacturer's same-sized device and the procedure was completed successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the balloon ruptured longitudinally. No other non-conformances were noted with the balloon, hub, strain relief or catheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigational findings.